Manufacturer narrative:
An event of patient death due to endocarditis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the endocarditis could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted in a (B)(6) male patient. On (B)(6) 2018, the patient developed endocarditis. On (B)(6) 2018, the patient died due to prosthetic valve endocarditis. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted for native aortic valve stenosis in a (B)(6) male patient. On (B)(6) 2018, the patient was discharged. On (B)(6) 2018, the patient was hospitalized due to fever and dyspnea, and endocarditis was diagnosed. On (B)(6) 2018, the patient died due to prosthetic valve endocarditis. The patient had a history of hypertension, type ii diabetes mellitus, hypercholesterolaemia, dyslipidemia, tobacco user, alcohol consumer, (B)(6), and mild copd. (Crd_837 trifecta gt pmcf, clinical study patient ID: (B)(6)).